Event description:
Customer reported the vertical lift column will not go up, and the mag modes are over the limit. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and calibrated the mag modes and replaced the vertical lift power supply. System operates as intended. This MDR is related to ge healthcare complaint number.